Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue could not be confirmed. No parts were replaced and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the site was able to load images fine but the instruments were way off and having a hard time verifying. The health care profession stated that they felt inaccurate and aborted navigation. They were inaccurate over 4mm. There was a delay of about 30-45 minutes in the procedure. No impact on patient outcome.

Manufacturer narrative:
The software analysis was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.